Manufacturer narrative:
(B)(4). Date sent: 11/16/2021. What was the exact harm to the patient? What¿s the patient¿s current status? The harm to the patient was due to a second puncture of the kidney due to the first probe failing. Patient has recovered from the procedure. What type of ablation procedure was performed? What organ was the ablation performed on? The procedure was an rf ablation of a renal tumor. This system had not called home since 9/10/21, before the procedure in question, so there is no data to review. No device will be returned for further investigation. The issue could not be verified. Lot ml21036167 was reviewed. Manufacture date: 4/5/21. Expiration date: 11/30/24. Probe sn 22 was unable to program due to incorrect solder on 14 pin connector. This was reworked.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: were there any patient consequence related to this event? If yes please describe. Yes, there were patient consequences to this failure. It required an additional organ puncture for second probe placement. This doubles the risk of bleeding and post procedural complications. What was the exact harm to the patient? What¿s the patient¿s current status? The harm to the patient was due to a second puncture of the kidney due to the first probe failing. Patient has recovered from the procedure. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ablation procedure a neuwave pr15xt probe fail (unable to detect temperature error message).